Event description:
User had a water leak from under the analyzer that was in the walkway. No patient results were affected. No operator were harmed.

Manufacturer narrative:
The field service representative determined the wash station was overflowing because the tubing at the waste container was pinched. He corrected the pinched tubing. A system prime was performed to verify analyzer operation .